Event description:
A urethral stent was being removed from a male patient's bladder using a flexible grasping forceps. One jaw of the forceps was observed breaking off and was not retreived from the bladder. Another forceps was used to withdraw the stent.the surgeon expected the metal piece would be spontaneosly passed by the patient post surgery. At this time it was not known if the object was passed. The patient has not reported any physical consequences to date.